Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagal jejunal anastomosis, on stapling of the esophagus and jejunum, there was poor staple formation. The anterior staples were visible but the posterior staples were not. The patient had prolonged hospitalization.